Event description:
As reported to coloplast, though not verified the patient with this device experienced complex regional pain syndrome, dyspareunia, urgency, feeling of incomplete emptying and nocturia. Additionally, foreign material in vagina and in the pelvic muscles and urethral scarring. The patient underwent sling removal, urethral lysis, anterior colporrhaphy, vaginal paravaginal, removal of mesh anchor from obturator internus muscle.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.